Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Four used samples were received for evaluation. The multidisciplinary team evaluated the samples and the results were that the silicon tube was disassembled between the mystic connector. A functional test was performed and the silicon was assembled with the mystic connector and was working; a detachment was not observed during the test. Therefore, the failure mode could not been duplicated. The last sample was also tested and was found to be working properly. No corrective actions will apply since failure mode has not been confirmed to any manufacturing issue with samples provided. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-27.

Event description:
According to the reporter, prior to priming, the dropper separated from the feeding tube.